Event description:
The physician was using the j hook on the uterus when the insulation stealth around the instrument inadvertently touched the fallopian tube causing a slight burn. The malfunctioned tube was found at the end of the procedure to be melted at the tip. No harm to the patient. The main concern is possible scar tissue later on.